Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The report is being filed to correct the b2: outcomes attrib to adv event. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. It was suspected that the lead might have perforated something. Additional information obtained from the field which indicated that the lead extraction schedule was cancelled due to covid. The lead remains in service. No additional adverse patient effects were reported. Additional information obtained from the field which indicated that the lead tip perforated the heart wall. Moreover, diaphragmatic stimulation was noted. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. It was suspected that the lead might have perforated something. Additional information obtained from the field which indicated that the lead extraction schedule was cancelled due to covid. The lead remains in service. No additional adverse patient effects were reported.